Event description:
It was noticed after the case patient had a burn. Additional information confirms that pad used was the valley lab (B)(4), probe used was the (B)(4). Couple of burns were located around the edges of the pad, largest being 1 inch by 3 inches. Pad was placed on thigh. Patient was treated with topical solution and burn has now scabbed over.

Manufacturer narrative:
(B)(4)